Event description:
Report received of an overdelivery. The pump was programmed with unspecified programming parameters. In 2004, the biomedical department was notified that the device "had delivered more morphine than was indicated on the pump." The customer reported that there "was a discrepancy between how much the pump said had infused and how much they had in the vial." The customer could not specify the amount of the discrepancy, but reported that there was "more drug missing from the cylinder than what the device said." The patient was "not symptomatic, there was no adverse patient outcome, and it happened upon assessment of the pump." The customer reported that the narcotic was "probably used by someone else" and this could be a "diversion" issue. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.